Event description:
On 11/23/2021 , it was reported by an arthrex employee via email that an ar1320bcnf suturetak anchor was implanted and the inserter shaft got stuck to the implant. This was discovered during ankle ligament repair and internal fixation procedure on (B)(6) 2021. Because the shaft could not be taken out, the implant broke. Surgeon completed procedure by opening a new ar-1320bcnf suturetak from a different lot number.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is unable to be confirmed. One unpackaged ar-1320bcnf inserter and associated suture constructs were received for investigation. Visual inspection identified that the biocomposite anchor was not returned with the remainder of the assembly, and as such, was not able to be verified as stuck at the distal end of the inserter. Suture fraying was present at the distal ends of both the white and blue suture constructs. The cause remains undetermined.

Event description:
On 11/23/2021 , it was reported by an arthrex employee via email that an ar1320bcnf suturetak anchor was implanted and the inserter shaft got stuck to the implant. This was discovered during ankle ligament repair and internal fixation procedure on (B)(6) 2021. Because the shaft could not be taken out, the implant broke. Surgeon completed procedure by opening a new ar-1320bcnf suturetak from a different lot number.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.